Event description:
Major pump unit(s) involved: unknown.specify component(s) involved: unknown.

Event description:
(B)(4):other component:causative or contributing factor: no specific contributing cause identified.